Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests prior to shipment. The cause of the embolization is unknown

Event description:
An amplatzer septal occluder (aso) was implanted on (B)(6) 2013. During a follow up visit on (B)(6) 2013, imaging documented the aso had embolized to the abdominal aorta. The occluder was percutaneously removed that day.